Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found there was no image due to a defective circuit board and a defective video connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus video system center could not recognize the camera head. There was no report of patient injury or medical intervention associated with this event.

Event description:
The issue was found before a therapeutic laparoscopic surgery. The procedure was completed with another device from another manufacturer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the camera head could not recognized and the loss of image, occurred due to a defective printed circuit board and video connector. Olympus will continue to monitor field performance for this device.